Event description:
It was reported by a sales consultant that a plate reduction wire broke during a surgery approximately 4 months ago. However after contacting the sales consultant he reported the surgeon made a mistake with the direction of the drill in conjunction with the wire. Surgeon acknowledged his mistake and carried on the procedure. Nothing was left in the patient. No additional information is available.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment, not diagnosis.(B)(4).

Event description:
This report is for an unknown plate reduction wire.this is report 1 of 1 for complaint (B)(4).